Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered 1 burst of anti-tachycardia pacing (atp) followed by one shock. It was reported that the rhythm seems to have accelerated after burst of atp.